Manufacturer narrative:
(B)(4). Batch # n9035v. Upon visual inspection of the picture, two clips that appear to be malformed can be observed in a container in what appears to be a back table. Based on the photo evidence, the event description of malformed clips can be confirmed. Typically, forces applied to the distal end of the clip/device during loading and firing can affect clip feeding/formation. All forces should be brought to neutral before firing. In addition, applying clips over a hard object like a staple or another clip is not an indicated use of the device and typically will produce non secure clips, and potentially could damage the clip applier jaws.

Event description:
It was reported that during an unknown procedure, the device fired malformed clips that did not properly close. A different device was opened and the case was finished. There were no adverse consequences for the patient reported.